Event description:
The customer indicated that 3 patient specimens had cbc testing completed on the cell-dyn emerald. Each specimen was subsequently tested for lead content (another method), generating positive (discrepant) lead results. The customer is concerned that there was carryover from a specimen with high lead content, previously tested on the emerald, into the 3 specimens in question, while using the cell-dyn emerald. New specimens were drawn for the 3 patients, each testing negative for lead. Additional patient specimens have since been tested on the emerald, then tested for lead, and no carryover issues were observed. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of product labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn emerald analyzer, list number 09h39 was identified.